Manufacturer narrative:
Date of event - unknown/not provided, best estimate is between 10/6/2020 and 12/8/2020. The intraocular lens (iol) is not returning for evaluation as it was discarded by the customer; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed.

Event description:
The patient has bilateral implants. It was reported that a tecnis toric intraocular lens (iol) was explanted from the patient's left (os) eye. The reason for explant was not provided. The replacement lens is a zct lens. No further information provided. This complaint file represents the left (os) eye. A separate report will be submitted for the right (od) eye.